Event description:
New information received notes the pacemaker was explanted and replaced.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited failure to interrogate- no radiofrequency telemetry and failure to interrogate- no inductive telemetry. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The reported events of no rf telemetry and no inductive telemetry was not confirmed. The device was received with normal telemetry and at backup mode, which occurred after the device explant. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.